Manufacturer narrative:
(B)(4):investigation revealed that the keypad was lifted near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. The down arrow key contact was found to be misaligned. There was evidence of keypad contamination found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons required additional presses to elicit a response. The patient reported that the keypad is intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.